Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77-year-old female was admitted for a chronic occlusion of the right coronary artery. Due to onset of cardiogenic shock, an intra-aortic balloon pump was placed that was soon escalated to an impella cp due to further deterioration. During support, a placement signal not reliable alarm occurred and did not resolve. Due to low impella flows with concurrent suction alarms, the decision was made to replace the pump. The replacement pump showed the same low flows and was also exchanged for an intra-aortic balloon pump. Presumably, the low impella flows in conjunction with suction were misinterpreted as a device issue instead of the more probable low filling or right ventricular failure. The placement signal not reliable alarm alone should not have impeded the hemodynamic support and support could have been continued.